Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the failure analysis (fa). The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations could not reproduce nor confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The hook moved properly. An electric continuity test was performed and passed. Energy delivery was tested and passed in various grip orientations. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook of the 8mm permanent cautery hook instrument would not move correctly. The procedure was completed with no reported injury.